Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that was hospitalized due to diabetic ketoacidosis. Customer also reported that there was cannula crimped due to which there was no delivering. The device will not be return for further analysis.